Event description:
It was reported that the device operator opened the door of the sterilizer at the completion of a cycle. Water reportedly spilled from the chamber causing a second degree burn on the operator's ankle. There were no witnesses to the accident, and the operator was unavailable for comment.